Event description:
Voluntary medwatch received states the patient's right ventricular lead exhibited noise episodes. The signal artifact monitor (sam) disable minute ventilation for atrial fibrillation on the device. The intervention was unknown. No patient consequence was reported.